Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported the silicone segment ballooned at the upper fitment during an IV fluids infusion. The device did not alarm prior to the balloon being noticed. The customer reported the PICC line was partially occluded. It was not reported if an IV push was administered prior to the set ballooning. A new IV set was hung and the silicone segment ballooned when the infusion was restarted. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.